Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the guidewire. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of guidewire was not going through the distal tip was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The guide wire was inserted all the way throughout the distal tip and removed without any obstructions. Visual examination did not find any anomalies.